Event description:
Procedure type: lower anterior resection/double stapling. According to the reporter: after firing, the black return knob was returned, but the jaws would not open. The surgeon had to resect more tissue than what was originally planned due to the product problem. No bleeding occurred. Nothing fell into the pt cavity. No tissue damaged was reported. Operating time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).